Event description:
The user experienced a calcium imprecision issue on patient samples tested on the p module since (B) (6) 2009. Of the data provided, two samples from (B) (6) 2009 were discrepant. Sample 1 initial result was 6.9 mg per dl. This result was accompanied by a data flag alerting the user the result met repeat criteria. Defined by the user. The repeat results for this sample were 8.5, 7.1 and 7.2 mg per dl. Sample 2, the initial result was 8.1 mg per dl. This result was accompanied by a data flag altering the user and the result met repeat criteria defined by the user. The repeat results for this sample were 8.9 and 9.0 mg per dl. None of the initial patient results were reported and the patients were not treated based on incorrect results. The field service representative determined the high concentration waste valve was almost fully clogged. He cleaned the valve sv31, checked the probe alignments and rinsing, stirrers, gear pump and vacuum. He changed the two tubes to the high concentration vacuum vessel and changed the squeegee on the rear rinse mechanism that was rubbing in the cells. To verify the analyzer performance, he ran precision testing.